Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Intra-op, while removing the first set screw of the mrc axial connector the tip of the reported obturator was twisted so another driver was used for the procedure.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the tip is not broken but 3mm of the tip has been twisted/deformed. Material hardness confirms conformance to print specification. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.